Event description:
It was reported that this pacemaker system exhibited a high out of range right atrial pacing impedance measurement. Technical services suggested the patient be seen in clinic for an evaluation. This high out of range pacing impedance measurement triggered a lead safety switch. In unipolar configuration oversensing of noise was exhibited. Noise oversensing resulted in greater than two seconds of pacing inhibition. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a high out of range right atrial pacing impedance measurement. Technical services suggested the patient be seen in clinic for an evaluation. This high out of range pacing impedance measurement triggered a lead safety switch. In unipolar configuration oversensing of noise was exhibited. Noise oversensing resulted in greater than two seconds of pacing inhibition. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.